Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection. However, the reported failure was confirmed, as the endoscopic support specialist (ess) was onsite and observed that the device was incorrectly reprocessed. Based on the results of the investigation, the staff was aware that they needed to use the maj-1534 cleaning brush to brush the distal end and elevator of the endoscope. The ess discussed the reprocessing steps for the subject device and had the customer demonstrated the correct reprocessing steps at the sink. The following is included in the instructions for use: "the cleaning brush is used to brush the external surface of the distal end of the endoscope" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during a gastrovideoscope reprocessing review, the customer was not following the proper procedure resulting in incomplete reprocessing. There was no patient involvement.